Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned for analysis. Upon inspection, it was observed that the shaft was detached 1mm from the distal end of the hub. Additionally, multiple kinks were identified along the length of the shaft. Visual examination of the returned device revealed that the balloon had been inflated but was not refolded post-inflation. The exact timing of when the balloon was subjected to positive pressure is unknown. No defects were noted in the balloon itself. The investigator reported being unable to inflate the balloon due to the detachment of the shaft. Both the markerbands and the tip section of the device were examined visually, and no abnormalities were found in either component.

Event description:
It was reported that balloon deflation problem occurred, and additional intervention was performed. The target lesion was located in the popliteal artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation. During the procedure, the hub of the balloon came off the catheter. The physician began to pin pull the balloon while it was still inflated. The physician tried to slide the hub back on and deflate the balloon but was unsuccessful. A wire and balloon were then placed alongside the inflated ranger to deflate it but was also unsuccessful. The balloon was brought back to the opening of the sheath and a wire was placed in the sheath to try and pop the balloon but was again unsuccessful. The sheath and the inflated balloon were then brought back to the access site. Using ultrasound, the inflated balloon was located in the artery and was punctured through the skin with the needle that was used to give local sedation. The device was removed from the patient and the procedure was completed using an alternate method. There were no patient complications as a result of this event.

Event description:
It was reported that balloon deflation problem occurred, and additional intervention was performed. The target lesion was located in the popliteal artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation. During the procedure, the hub of the balloon came off the catheter. The physician began to pin pull the balloon while it was still inflated. The physician tried to slide the hub back on and deflate the balloon but was unsuccessful. A wire and balloon were then placed alongside the inflated ranger to deflate it but was also unsuccessful. The balloon was brought back to the opening of the sheath and a wire was placed in the sheath to try and pop the balloon but was again unsuccessful. The sheath and the inflated balloon were then brought back to the access site. Using ultrasound, the inflated balloon was located in the artery and was punctured through the skin with the needle that was used to give local sedation. The device was removed from the patient and the procedure was completed using an alternate method. There were no patient complications as a result of this event.